Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported they were unable to obtain a blood glucose result on their meter. Their meter allegedly had no power. The pt was unable to test. Pt was not treated. No further info has been reported.